Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "downstream occlusion will not clear" was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was undetermined. The force sensor no-tube and force sensor scale factor calibrations will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had false downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.